Manufacturer narrative:
Device evaluation summary: test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all full-functional testing. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some surface scuffing. The battery's voltage was tested and confirmed to be depleted. The battery was confirmed to be depleted at the time of explant, though no root cause of the early battery depletion has been identified. This issue was discovered during an MDR remediation project. This report was initially submitted to the https://esgtest.FDA.gov/ environment on 10/12/2016 rather than the https://esg.FDA.gov/ environment. Submissions to the https://esgtest.FDA.gov/ environment were conducted in good faith that envoy medical was following all MDR submission requirements per the 21cfr803 regulation. The issue is under corrective action investigation and this submission is part of the containment activity for that issue.

Event description:
Envoy medical was notified of a sound processor replacement due to battery depletion. This particular sound processor was implanted for 2.43 years, which is less than the expected worst case battery life for normal operation of 2.8 years. Clinical history: (B)(6) 2010 - original right ear implant by dr. (B)(6). Fittings on (B)(6) 2010, (B)(6) 2011. (B)(6) 2012 - battery depletion discovered during fitting (888 days = 2.43 years). (B)(6) 2012 - early battery change. A visual inspection of the returned device revealed some tool scratches/gouges on the can surface. The header ports and springs are normal. These observations are consistent with rough handling during device removal. A DHR review revealed that the device met all specifications and there were no related manufacturing issues. Functional testing confirmed the battery depletion. The returned device was not interrogated to reveal its original settings when it was received in 2012. This information can no longer be obtained.